Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected data: adverse event flag, patient date of death, patient outcome.

Event description:
It was reported that the device had reached end of life (eol). The history of the patient and the device were unavailable to the reporter of this event. The device is still in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device had reached end of life (eol). The history of the patient and the device were unavailable to the reporter of this event. The device is still in use. There were no patient complications reported as a result of this event. It was later reported that the device had tripped its elective replacement indicator (eri). The device was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.